Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as intractable spasticity. It was reported that the patient's sister did not think that anyone checked the pump post MRI and she did not think the pump was working since the MRI on (B)(6) 2018. The patient was at home, still in excruciating pain. She could not get the patient in a wheel chair and did not think she could get the patient to her healthcare provider (hcp). On (B)(6) 2018, a manufacturer representative conformed that the pump was read and the motor stall did recover. There were no further complications reported at this time. Additional information was received from an hcp via a manufacturer¿s representative (rep) on (B)(6) 2018. It was reported that the rep no longer had the documentation for how long it was between the initial motor stall and the recovery. The doctor read the pump post MRI. There were no further complications reported/anticipated.